Event description:
An initial request was made asking whether the intergel extension tube is x-ray opaque. It indicated that a pt had one of the tubes inside them. On 11/8/2002 info indicated "a laparotomy was performed and completed. Intergel was introduced into the cavity before closure. The pt was unwell post operatively, developed hematuria and abdominal pain. Hb level dropping. The pt was taken back into surgery for a laparotomy: there they found a intraperitoneal bleed. The extension tube from the intergel was found in the cavity."